Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with teflon inset (23", 6 mm) placed on the abdomen, with cgm values reaching ¿high¿ and a glucometer confirmation pending; corrections were delivered by the pump without apparent effect, the infusion set and supplies were replaced, and no leaks or disconnections were observed, with the cgm identified as fsl3+. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.